Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that the insulin pump was damaged. The customer¿s current blood glucose level was 4.7 mmol/l at the time of the incident. The customer reported the plastic ring around the top the reservoir compartment fallen off. The customer¿s mother did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.